Event description:
Guidant received information that this transvenous defibrillation lead was exhibiting no capture at high outputs at a previous clinic visit. The patient was scheduled for a lead revision as well as replacement of a cardiac resynchronization therapy defibrillator on recall/advisory notification. The physician was concerned that this crt-d may have been implanted subpectorally with the serial number down and the leads exiting the header in a clockwise direction. A full interrogation was performed prior to surgery, and the pacing thresholds were within normal limits. When the pocket was opened, it was noted that the crt-d was not implanted subpectorally but the leads were positioned under the device can as well as a chronic capped lead. The transvenous defibrillation lead was inspected and there was no evidence of damage, so the transvenous defibrillation lead was left in service.